Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that their aligners are causing sores on their tongue and gums. They have tried filing, but the aligners still irritate their mouth. Requested information from patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.